Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition could not be verified as the evaluator inadvertently did not evaluate for the reported condition of 'shows there is a tube at load point 1 and 2 when there is no tube but say load 3 and 4'. The device is no longer in its as received condition and cause could not be established. The device will be required to pass all calibration and testing prior to being returned to the customer. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump shows there is a tube loaded at point 1 and 2 when there is no tube, and indicates to load the set at load points 3 and 4. There was no patient involvement. No additional information is available.